Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion, partial delamination of the valve, and fold creases. A leak test and microscopic analysis were performed which identified one crack opening and partial delamination of the valve. Based on the device analysis, the final assessment is one crack opening assessed a crack valve seat diaphragm valve, and partial delamination of the valve assessed as adhesive failure. Additional, corrected, and/or changed data: b.5., d.6b., d.9., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.